Event description:
A customer reported that their t:slim x2 pump battery would not charge, and there was a power source alert in the pump history. The issue caused no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting methods, including changing charging supplies and ensuring the wall adapter was plugged into a working outlet, but the connection remained unstable. Technical support arranged to send a replacement tandem cable and wall adapter, and planned to follow up. The customer was advised to use multiple daily injections if the battery depleted before receiving the new supplies.